Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that a small drop of fluid leaked from the probe of the coulter ac t diff analyzer. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the solenoid lv10 and lv11 and the probe wipe to resolve the leak.